Event description:
Event description guidant received information that this chronic ventricular implantable lead was found to be fractured when the pocket was opened for a routine device changeout procedure.